Event description:
The doctor brought an 11mm trocar to the surgery control desk and explained that the tip of the trocar had broken off during the procedure. The trocar and broken piece of plastic were extracted from the patient.